Event description:
Hospital advised that a one liter bag of normal saline was hung and set up to infuse on a pumping module at a rate of 100cc/hr. The patient was brought down to neuro intensive care from the o.r. Nurse in this area indicated pt believed the bag was full. After approximately 3 hours, at 6:00 p.m., the nurse eyed the bag and believed that approximately 500ccs were remaining. At that time both the volume infused (vi) and volume to be infused (vtbi) were checked. The vi read 821cc, however it had not been cleared since 3:00 a.m. The vtbi read 3cc. There was no patient consequence. The bag and administration tubing were saved.